Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation as she was unable to activate the scs system. The patient claimed having not charged the ipg since implant. No further information was available.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.